Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. From the reported information, there does not appear to be any defect of the marksman during use. Based on the reported information, there is no evidence to suggest that the event was due to a defect of the marksman catheter, but rather procedure-related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of subarachnoid hemorrhage (sah) during a flow diversion procedure. The patient was undergoing flow diversion treatment of a saccular aneurysm in the left, supraclinoid internal carotid artery (ica). The aneurysm max. Diameter was 18mm and neck diameter was 10mm. Landing zone artery size was 3.5mm distal and 4mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that a marksman catheter was advanced past the aneurysm neck and the aneurysm ruptured. Coils and a liquid embolic were used to control the bleed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.